Event description:
It was reported that the entire system consisting of pacemaker, atrial lead (ra), and ventricular leads (rv) was explanted due to infection. Vegetation was noted on the right atrial (ra) lead. Infection belonged to group b strep. Patient condition after the procedure was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.